Event description:
The pt reported he is having blood glucose concerns. He stated, he ate mexican food today and it caused his blood glucose to register "hi" on his meter. He stated, he brought his blood glucose down by giving himself an insulin injection. He stated he does not understand why his blood glucose readings are so erratic. On follow-up, the pt reported a low blood glucose reading. He stated that at first, he thought he was having acute respiratory problems but, then started feeling really sweaty. At that point, he checked his blood glucose and it was "either 25 or 35 mg/dl." The pt stated his mother gave him orange juice to correct this. He stated that one hour later, his blood glucose reading was 185mg/dl. The pt reported his physician indicated that he might need to adjust his "time out period" on his bolus calculator but that he has not done so. The pt was advised not to use the calculator since it has not been adjusted. On follow-up, the pt reported that he spoke with his physician and she indicated that "he may be over stacking with insulin." He has an appointment with the doctor at the end of the month. He stated his blood glucose levels were normal for the time he did not use the bolus calculator. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.